Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 pocket c3 had broken and was unable to close the drawer. A field service engineer (fse) responded to a customer call regarding a broken cubie that would not close. After speaking with customer, it was determined that the medstation had an overstuffed cubie pocket in main drawer c3, which caused the lid to break when the pharmacy technician attempted to close it. The fse worked with customer to remove the broken cubie and replace it with a functional one. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had cubies broken and unable to close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.